Event description:
The contact stated the customer's blood glucose was tested and the reading was 285 mg/dl. She was retested about 5 minutes later using a lifescan meter and the reading was 110 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.